Event description:
The manufacturer received information in relation to an everflo portable oxygen concentrator. It is alleged that the device has blown sieves, melted cabinets. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Service technician reports being able to duplicate problem due to case full of sieve dust; foam over exhaust port came loose and blocked exhaust causing overheating and cabinets to melt.